Event description:
When the citadel plus bed frame was picked up at the end of rental period, an arjo representative found that the side rail lower arm was detached from the bed frame. No injury was reported.

Manufacturer narrative:
When the citadel plus bed frame was picked up at the end of rental period, an arjo representative found that the side rail lower arm was detached from the bed frame. No injury was reported. The safety rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. An inspection of the claimed bed frame conducted by the arjo representative and photographic evidence provided revealed that lower arm of one of the side rail assemblies was detached, resulting in side rail detachment from the frame. The customer was aware the malfunction but was not sure how it happened. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This hypothesis could not be confirmed as the circumstances in which the malfunction occurred are unknown. To conclude, the side rail was detached from the bed and from that perspective the citadel plus bed did not meet the performance specification. There was no indication that any patient was involved. No injury was reported. The complaint was decided to be reportable due to the side rail detachment.